Event description:
Patient revised for impingement and clinking. **update** (B)(4) 2012 - medical records were received from legal. The revision operative report dated (B)(4) 2011 further indicated that the cup and head were also removed at this time due to mechanical symptoms.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient revised for impingement and clinking. Doi (B)(4) 2010 dor (B)(4) 2011 (left hip). Update 11/21/2011- litigation papers were received. There is no new information that would change the outcome of the investigation. Update 6/28/2011 - patient was revised again on (B)(6) 2011 due to infection. At this time the stem (already reported on 1818910-2011-09575) and head were removed. The head was added to the complaint. Doi: (B)(6) 2007 (stem), doi: (B)(6) 2011 (head), dor: (B)(6) 2011. Update 11/19/2012 - medical records were received from legal. The revision operative report dated (B)(6) 2011 further indicated that the cup and head were also removed at this time due to mechanical symptoms; these devices were added to the complaint due to review of records and pending litigation. Update rec'd 11/16/2012 pfs and medical records received. Pfs alleges infection. After review of the revision operative note infection was confirmed. The stem is being added from the primary operation, but not reported as it was in for greater than 3 months. The head is being reported from the 2nd revision as it was in for less than 3 months. All of the other parts were from competitors. Update rec'd 6/3/2014- medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 7/1/2014. Update rec'd 7/29/2014-medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 8/14/2014. Update rec'd 11/16/2012- pfs and medical records received. After review of the medical records the revision operative note indicated a fracture occurred in the femur occurred while trying to remove the stem. The stem (1st product) is now being changed to reportable. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 9/9/2014. Alert date 9/24/2014: medical records received. Medical records consist of billing, treatment for knee pain, and cardiac labs. These record are unrelated to the complaint and unnecessary to reopen the complaint at this time. Update rec'd 11/4/2014- medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/2/2014.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, infection and elevated metal ions. It was also indicated in the sticker sheets that on (B)(6) 2011, patient was implanted with prostalac.

Manufacturer narrative:
**Update** 11/21/2011- litigation papers were received. There is no new information that would change the outcome of the investigation. **update** 6/28/2011 - patient was revised again on (B)(6) 2011 due to infection. At this time the stem (already reported on 1818910-2011-09575) and head were removed. The head was added to the complaint. Doi: (B)(6) 2007 (stem), doi: (B)(6) /2011 (head), dor: (B)(6) 2011. **update** 11/19/2012 - medical records were received from legal. The revision operative report dated 4/27/2011 further indicated that the cup and head were also removed at this time due to mechanical symptoms; these devices were added to the complaint due to review of records and pending litigation. The devices associated with this report were still not returned. A complaint database search finds no other reported incidents against any of the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.